Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation caused by the tightness of the lifevest. The irritation was described as itchy, red, and raw. The patient's doctor instructed the patient to place padding between the lifevest and the irritation. During a follow up call, the patient reported that the irritation had improved.